Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a primary right hip arthroplasty in (B)(6) 2020. On (B)(6) patient was away from home and dislocated her right hip for the second time in two months. Medical professionals were unable to reduce her hip and contacted the surgeon who elected to close reduce vs a hip revision on monday. Surgeon gained exposure to the joint space. He reduced the hip construct and tested it through a range of motions. He did not find any instability in the index construct. He noted cup positioning looked correct. The doctor then removed the index femoral head (28 x 1.5) and trailed the next neck length. Surgeon was pleased with the construct and elected to implant revision ceramic 28 +5 femoral head. He implanted new head, reduced the construct, and then began closing. No implants showed signs of loosening. There was no mention by anyone that the implants did not work as expected. No instruments broke or were lost during the procedure and there were no time delays. Index acetabular shell, liner, and femoral stem remained implanted. Dor: (B)(6) 2021.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.